Manufacturer narrative:
Customer did not provide product part number or lot number.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that patient was receiving a "no disposal" error message when attaching the cassette to both of his pumps. It was not attaching correctly to the bottom of the pump. Patient used another cassette with no issues, so they determined the issue was with the cassette and not the pump. There was no reported harm or injury. .

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.